Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted as lead incurred damage in the shocking electrode. During the procedure the lead was placed on a wrong sheath unintentionally and when pulling back the lead out of the sheath, the coils on the defibrillator were separated and seems like it had a small kink. The physician opted for a new lead. Hence, the lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted as lead incurred damage in the shocking electrode. During the procedure the lead was placed on a wrong sheath unintentionally and when pulling back the lead out of the sheath, the coils on the defibrillator were separated and seems like it had a small kink. The physician opted for a new lead. Hence, the lead was never in service. No adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted as lead incurred damage in the shocking electrode. During the procedure the lead was placed on a wrong sheath unintentionally and when pulling back the lead out of the sheath, the coils on the defibrillator were separated and seems like it had a small kink. The physician opted for a new lead. Hence, the lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed the shocking electrode damage based on the observation of a slightly stretched/deformed shocking coil. Moreover, medical adhesive (ma) was noted that likely induced handling damage. Visual inspection also showed a bend in lead tip near the stretched shocking coil. This bend was from a bent stylet which was returned inside lead. Further, unintended use error was based on the analysis finding of induced damage (stretched/deformed shocking coil). The observed damage is not deemed to indicate a product defect or malfunction.